Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator display freeze and ventilation stopped during patient used. The customer confirmed that there is no patient harm associated with this reported event. 6. Tests/lab data, including dates.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to duplicate the reported issue. No errors or freezing of display was found during evaluation. The pcb (printed circuit board) was found to be functioning as intended. Visual inspection found pcb was missing coin battery and damaged jp1 connector no other damages or defects found. No damage to jp1 pins, install pcb into a known good top-level vela and powered on into service mode, user mode and resumed ventilation using end users' last known settings. Unit ventilate without any alarms or errors, ventilate for approximately 40 minutes no errors or freezing display during operation. Unit continued to operate without fault. Run for additional of 1.5 hours no anomalies noted. The unit power was cycled and service mode was accessed. The events log found no relatable errors.